Event description:
Patient reported left side rupture. Healthcare professional reported rupture, confirmed with MRI, and exchange from a textured to smooth implant due to the patients concern with the product. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken on radius side assessed as surgical impact opening and two openings on posterior side assessed as surgical damage. ¿ anxiety-product/procedure: unable to observe as it is not related to the device. Additional observations: ¿ observed stress marks on the device. ¿ observed 40 mm dark patch edge material inside gel device. No further actions are required since no manufacturing issue is observed.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture. The device remains implanted. This relates to the left side.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported rupture. The device remains implanted. This relates to the left side.